Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left capsular contracture; baker grade iii. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent primary breast augmentation with a 200cc mentor memorygel breast implant and experienced capsular contracture; baker grade iii on her left side postoperatively. As a result, the patient underwent explantation and replacement with catalog number 3502501bc; serial number (B)(6) on (B)(6) 2022.

Manufacturer narrative:
On may 16, 2022, mentor received device with lot number 7748290 (manufactured in leiden). Field d4 for lot number, and all corresponding fields have been updated on this form. The device reported in this complaint was manufactured in netherlands. Hence, doesn¿t meet the criteria for MDR reporting and therefore this is the last report that will be submitted. The leiden breast implants that are manufactured and distributed under the mentor brand but are not approved for import into the united states do not meet the criteria for MDR reporting as a same or similar device to a device that is marketed in the united states. Specifically, the devices differ in manufacturing processes and device specifications. Therefore, events that involve these devices would not need to be reported as mdrs. Manufacturer's contact phone: (B)(4). Manufacturer's site phone: +31(071)7513514. Manufacturer's site fax: 31 6 52 58 31 26. Manufacturer¿s reference number: (B)(4).